Manufacturer narrative:
The reported problem of the lamp holder was caused by breakage of a welded seam in the spring-loaded arm. The frame of a field safety corrective action all concerned spring loaded arms in the field have been replaced in the years 2009 and 2010. Our investigation revealed that the concerned arm has been attributed to a wrong customer project in the frame of trials on customer site. Therefore this isolated arm has been overlooked during the field action. The field safety corrective action has been reported tot he FDA in 06/2009. Replacement of all concerned arms in the USA was concluded in march 2010. The reported event is an isolated case. All other concerned spring loaded arms have been replaced.

Event description:
It was reported that: during use in the theatre the lamp body fell on head and shoulder of the surgeon and touched the back of a trainee. The surgeon suffered from headaches. A pt was not harmed.